Event description:
It has been reported to us that the patient suffered from ami. Pci was performed using relevant device on (B)(6) 2012. The target lesion was treated with balloon. Ivus check was performed and thrombus observed. Balloon size was changed, and still the thrombus was observed, thrombolysis catheter was used for the purpose of thrombolysis policy. Aspiration catheter was used but still thrombus was observed. Patient treated with iabp and perfusion balloon for 12 hours, using relevant device. On (B)(6) 2012, pci was performed again. Pre-dilatation was performed at 14 atm (40 seconds, 10times). 6 stents (3.0x28mm, 3.0x28mm, 3.5x28mm, 3.5x28mm, 3.5x28mm, 3.5x8mm) were deployed on 4av, rca#3, 2, and 1. Plaque protrusion was observed, which was treated with aspiration catheter. When physician attempted to deploy the sixth stent, he deployed it through the detached tip though he noticed that tip was detached. Cine images revealed that the tip seemed to be missing during the pre-dilatation on (B)(6) 2012. Additional information provided on (B)(6) 2012 revealed the tip was detached and residual inside the patient's body (coronary artery). The guide catheter tip was stented to the vessel wall by deployment (3.5mm diameter), but the site where the tip was residual was dilated about 2mm as diameter of vessel was approximately 5mm. Patient is in ccu and fine.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Conclusion: the actual device used in the case was returned and evaluated. Visual examination of the returned guide catheter revealed that there was a kink at the distal side hole. The tip of the guide catheter is missing and was reported left inside the patient trapped by a stent. The sleeve material was wrinkled but is whole and not torn or missing section. There are indications in the inner liner material at the point of separation that indicate the white tip was adhered to the shaft of the guide catheter. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is inconclusive for tip left in patient, there was no cine provided for observation. The performance specification for this guide catheter product indicates that a typical maximum in situ time is 1.5 hours. As reported in the initial report the guide catheter was left inside the patient for an excess of 24 hours. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
(B)(4). Evaluation is currently being performed on the returned device. Once the evaluation is completed, a follow- up medwatch report will be submitted.